Manufacturer narrative:
There were a number of lot no.'s associated with this complaint as follows: lot 09042017; lot 09004017; lot 08354017. It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported that holes were observed in blade packages received. No adverse consequences were reported.